Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to pump migration to the higher portion of the scrotum. It was indicated that there had not been any external pressure or trauma that could have led to the component migrating. During the procedure, the existing pump was removed and a new component was implanted. There were patient complications reported.